Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was unable to charge their recharger, and as a result the ins battery died and the patient was in pain. The patient stated she is always in pain, even before the implant but now that the ins is not on the pain is worse. The patient stated the desktop charger connector pin was broken. Patient was issued a new desktop charger. Additional information received stated that the new desktop charger resolved the issue, the patient was able to charge, and the issues of the recharger not charging, ins being depleted, and worsened pain were resolved. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.